Event description:
Rep reported that there was csf leakage at the incision site where the couple transducer connects to the access port requiring a revision. It was also explained that the pt was extremely active and mobile. The nurse and ICU director believes the device was not faulty, but the event occurred due to the pt's movement.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.